Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an occluded coronary artery. A 2.00mm x 30mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon was broken. The procedure was completed using an alternative method or device. There were no patient complications.